Event description:
It was reported that during an a-fib ablation procedure, the physician may have placed a wire in the appendage. It was suspected that the ez steer thermocool nav bi-directional catheter may have entered the appendage of the heart. The patient's blood pressure went down and an ultrasound confirmed a perforation. A pericardiocentesis was performed and the patient remained in the hospital for observation. There was a diagnostic catheter in the coronary sinus of the patient during the procedure. The catheters were discarded after the procedure and no lot numbers were provided. No ablations were performed during this case.

Manufacturer narrative:
Upon follow-up it was indicated by the facility that the adverse event occurred as a result of the physician's miscalculation for transseptal procedure and that the bwi equipment was not at fault for this adverse event. The patient was subsequently released from the hospital and an exact date is not available at this time. No additional details regarding the patient or the procedure have been provided by the customer facility. The facility has indicated that the catheters have been discarded and will not be returned for an analysis and the service for the equipment was declined by the facility. If the facility returns any catheters for analysis in the future, an analysis will be performed and a 3500a supplemental will be submitted to the FDA as required. Concomitant devices: catalog # s7001, (B)(4). Catalog # m480001, (B)(4). Catalog # cfp002, (B)(4). Catalog # sndstr10, lot # unknown. Catalog # d6a10drp10rt, lot # unknown. (B)(4).